Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on 01/27/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump keypad cover was removed and contamination was found under the contrast and down arrow key contacts. The keypad cover was also observed to be torn over the up arrow and down arrow buttons. (B)(6).